Manufacturer narrative:
Due to character limit in the e1 section the full event site name is, : (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm that occured during use of intra aortic balloon on patient. Screenshot of the iabp monitor showed a kink as evidenced by flattened balloon waveform peaks. The esp personnel had reviewed and discussed the troubleshooting steps to the user. User stated that they were able to sedate the patient which stopped the erratic movements/kink in the catheter no harm or injury reported.